Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00962. The pt received his scs system consisting of a neurostimulator receiver and a needle lead on (B)(6) 2005. It was reported in (B)(6) 2008 that the pt was experiencing intermittent overstimulation and also new pain in his lower back. He was reprogrammed and 3 weeks later experienced a loss of stimulation. On (B)(6) 2008, the physician explanted the receiver and lead and replaced them with an ipg and paddle lead. There is no further info available.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be functionally tested. There is fluid intrusion at the lead paddle. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.